Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and concern with the product.

Event description:
Patient reported right side "exchange of textured breast implants due to the patient¿s concern with the product", and "experiencing fluid buildup and pain." Additionally, healthcare professional reported right side "pain" and "fluid accumulation". Device remains implanted.